Event description:
During surgery on (B) (6) 2010, the surgeon was locking the screws, on the acufix one-level spikeless plate when the secure ring broke. The surgeon was able to retrieve the broken piece. There was no harm to the patient and negligible surgical delay.

Manufacturer narrative:
Patient information was unknown. Product remained implanted. Evaluation is pending upon completed investigation of the product.